Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device will not restart after detecting and clearing a downstream occlusion when the pressure is set to low, which was not confirmed through the event history log but was duplicated during evaluation by troubleshooting the device. The cause was determined to be an out of specification ultrasonic sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not restart after detecting and clearing a downstream occlusion when the pump occlusion pressure is set to low during preventative maintenance testing. There was no patient involvement. No additional information is available.